Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a faulty screen display was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on the main display. Appropriate action was taken to correct the reported problem by replacing the main display.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "faulty screen display." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Similar reports have been received for the reported problem. The root cause investigation is in process through (B)(4).